Event description:
It was reported ees rec'd a product quality feedback form from facility qa. It states "have experienced multiple misfirings with this stapler. Employees have been inserviced so this is not an educational issue." There are no other details about the difficulty and no indication that any product is being returned. There was no reported consequence to the pt. On 03/19/1998 the rep reports the scrub in the case said on the 1st firing across the mesoappendix the stapler appeared to fire without incident, but was not hemostatic. The surgeon was upset by this. Apparently, he was able to complete the case with subsequent firings of the same device, but refuses to use it any more. The instrument was not saved. The case was possibly on 03/17/1998.